Event description:
It was reported that the catheter adapter of the minicap transfer set disconnected. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for three months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.